Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he removed the sensor before the end of the session on (B)(6) 2019 due to a sensor error and noticed an infection at the sensor insertion site. He called his physician and was prescribed an oral antibiotic (amoxicillin). At the time of the contact, the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.